Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported the catheter can sometimes twist and stay kinked at the point of the catheter being secured by the molnar retention disc and cable tie. The device will no longer drain when this occurs and requires someone to notice the device is not draining and then untwist/unkink the device. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a fuhrman pleural/pneumopericardium drainage set was not returned/received for an evaluation; therefore, a device failure analysis could not be performed. The customer reports that the catheters sometimes twist and stay kinked could only be confirmed based on the customer¿s testimony. Based on the information available a definitive root cause for this reported issue could not be established. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there was one non-conformance during the manufacturing process. This entire lot (4033281) has been shipped out to customers. A review of complaint history revealed this complaint is the only complaint received associated with this product/lot number combination. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.